Event description:
Pt reported the infusion device displayed an e8 power interrupt error. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for eval. A preliminary eval revealed the up button on the infusion device is always active, and this led to an unclearable e8 power interrupt error. Due to an external mechanical influence, the snap dome of the up button was pressed trough. Add'l info will be submitted when the eval is compete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.